Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the modular chemistry (mc) sample 3 way valve of the unicel dxc 800 synchron system was leaking. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the dripping t-valve. The replacement of the t-valve resolved the issue.